Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the surgeon performed an intramedullary tibia nail today using the new tna system. A large, traveling traction external fixator was placed intraoperatively to help gain reduction. The unknown tibial nail was inserted and when he tried to add the aiming arm, he had to apply slightly more than normal force to get the device to couple with the unknown insertion handle properly as the external fixator was slightly in the way. The extra force caused the carbon on the latch mechanism to crack. It is unknown if there was a surgical delay. Procedure outcome and patient status are unknown. Concomitant devices reported: unk - nails: tibial (part# unknown; lot# unknown; quantity: unknown). Unk - insertion instruments (part# unknown; lot# unknown; quantity: unknown). Unk - nail insertion handles (part# unknown; lot# unknown; quantity: unknown). This report is for (1) aiming arm/ radiolucent. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 03.043.029. Lot: 2023519. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: november 6, 2020. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the aiming arm/ radiolucent (pn: 03.043.029, ln: 2023519) was returned to r&d team in zuchwil. During the analysis of the complaints two subcategories of the aiming arm latch failure were identified. The failure is a breakage of the carbon-fiber reinforced latch. The failure mode is an interlaminar breakage due to shear forces. Breakage is most likely favored by defects in the structure of the carbon fiber reinforced peek plate. It is in the nature of the material that the shear strength is highly anisotropic and lowest between carbon fiber layers. Likely interlaminar shear strength is reduced by defects resulting form manufacturing issues not leading to complete bond between the carbon layers. Device failure/defect identified: yes. Dimensional inspection: a dimensional inspection was not performed due to the complex geometry of the part. Document/specification review: based on the date of date of manufactured, the current and the manufactured drawings were reviewed aiming arm, latch no design issue or discrepancy is found. Complaint confirmed? Yes as fracture is confirmed that is consistent with the complaint condition of the device. Conclusion: the complaint was confirmed for the aiming arm/ radiolucent (pn: 03.043.029, ln: 2023519). The root cause of the complaint condition can be confirmed as the manufacturing/processing error with the carbon fiber layers. A nonconformance is opened to further determine the manufacturing/process error that cause the complaint condition. Any further corrective/preventive actions if required will be determine under the nonconformance. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.